Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs and performance testing confirmed the reported complaint. The investigation determined that the reported event was due to an isolated component within the device pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The pneumatic block was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.